Event description:
It was reported that on (B)(6) 2010, two promus stents were implanted in the proximal right coronary artery. Post procedure residual stenosis was 0% with timi iii flow and the patient was discharged the next day. On (B)(6) 2012, the patient presented with chest pain. The electrocardiogram (ECG) showed sinus rhythm with first degree atrioventricular block, otherwise normal ECG, when compared with ECG of (B)(6) 2012, t wave intervention now evident in inferior leads. Angiography showed right coronary artery with 75% lesion and mid left anterior descending artery with complex 60% lesion; for which the subject had successful deployment of drug eluting stent to right coronary artery and left anterior descending artery; post procedural residual stenosis is 0%. The outcome of the event is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information. The additional promus is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patients effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.